Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was missing results from the memory. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed she discovered the issue on the same day she contacted lfs for assistance at approximately 9:30pm. The patient reportedly manages her diabetes with an unknown type/dose of insulin through pump therapy and denied taking any action regarding her usual diabetes management routine in response to the alleged issue. The patient claimed that approximately 15 minutes later she developed symptoms of ¿feeling hot, thirsty and frequent urination.¿ despite her symptoms, she denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The alleged issue was resolved with troubleshooting. Replacement products were sent to the patient and subject products are pending return for investigation. Based on the provided information at this time, it is unclear how the missing results issue can lead to the patient¿s symptoms since missing results from the meter memory does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hyperglycemia after the missing results issue occurred.